Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump software performed an unexpected auto-correction bolus. Customer's blood glucose (bg) was reported to be low; however, the bg value was not provided. Customer's pump setting was set to the "sleep 24/7" mode during the night to help reduce the lows. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
On january 24, 2023, pump data log was reviewed by tandem quality engineer. The logs were reviewed for 22-aug-2022. Based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The automatic correction bolus was delivered correctly based off of the predicted blood sugar. The personal profile rate had a 0.0 u/hr rate and ciq (control-iq) determined that the basal rate should increase. However, this increase was still below the minimum delivery threshold of 0.1 u/hr, therefore the basal delivered remained zero even though a bolus was calculated and delivered. Therefore, basal would remain at 0 u/hr while still being able to deliver a bolus as ciq was on and active. The user also uses less than 10 units of insulin a day which is below the minimum requirement for using ciq.